Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: broach devices ((B)(6) 2021). The catalog number, lot/serial number was unknown. Device manufacture date: the device manufacture date was unavailable. UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Please note that this medwatch report is related to the medwatch report (B)(4) as the products were used together in the same event.

Event description:
It was reported that after an unspecified surgical procedure, it was observed that the broach device was difficult to remove from the adapter device. It was reported that three other broach devices were easy to assemble and remove from the adapter. It was reported that some grooving from calcar planning on the broach trial was noticed. It was reported that nothing broke and the surgery time was not extended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.